Event description:
It was reported that during a routine equipment eval conducted by the manufacturer's sales representative, a drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and there were no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device eval, the drill attachment performed according to specifications.